Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Patient 1 of 2 it was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes a patient sample had a plastic thread inside the tube (foreign matter). There was no health impact or consequences reported.

Manufacturer narrative:
H.6 investigation summary bd had not received samples, but three photos were returned for investigation in support of this complaint. Photos were examined and the reported foreign matter inside the tube was observed. Bd was able to confirm the presence of a foreign material inside the tube through the photos sent. Additionally, 200 retention samples were visually evaluated, and no defects were found with the retention product. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is able to be confirmed for the indicated failure mode of foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Patient 1 of 2. It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes a patient sample had a plastic thread inside the tube (foreign matter). There was no health impact or consequences reported.